Manufacturer narrative:
(B)(4). Device/parts will not be returned for evaluation.

Event description:
It was reported that the event involved a (B)(6) male patient while in the intensive care unit during use. A few hours after placement of the intra-aortic balloon (iab), the acat1 pump alarmed refill (2), helium loss and purge failure frequently resulting in the pump to stop. The pump was restarted multiple times. As a result, the iab was left in place and the pump was switched from an acat1 to an acat11 successfully and iabp therapy continued as planned. Pump strip were generated and are available for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good. Additional info received stated the iab used was a maquet 40cc (sheathed insertion). The iab was pulled negative. The insertion site was the right femoral artery. It took approximately one minute to switch out the pump. The event occurred approximately a day after placement (it was originally stated within a few hours after placement).